Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and ten months post filter placement, an x-ray abdomen was performed which showed inferior vena cava filter was noted at l3-l4 level. Around eight months and five days later, an x-ray lumbar spine was performed for low back pain showed that filter was noted in inferior vena cava at l4 level. Around six years and one month later, a computed tomography of chest with contrast study was performed for shortness of breath and pulmonary embolism protocol showed that bilateral pulmonary emboli, extending from the right lower lobe lobar branch into subsegmental and segmental pulmonary arteries. There is also involvement of segmental/subsegmental branches of the right upper lobe, right middle lobe, and left lower lobe. There is an approximately 2 cm radiopaque density which is identified anterior to an emboli within the left lower lobe anterior medial basal segment pulmonary artery. Unclear whether this represents hyperdense contrast interposed between the thrombus and the anterior vessel wall or a small metallic foreign body. If this finding represents a foreign body, consider the possibility of a needle/wire fragment or metallic grill brush bristle. Therefore, the investigation is confirmed for the reported filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with unknown medical condition. Approximately four years and seven months post filter deployment, it was alleged that the filter was migrated. It was further reported that patient was diagnosed with pulmonary embolism post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Our firm received an FDA email correspondence on (B)(6) 2024 from MDR data systems team, (B)(6), indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. UDI related data quality updates only. The catalog number identified in section d4 was obsoleted prior to 2015; therefore, the UDI requirement is not applicable for this device. D4: medical device expiration date- although the lot number was requested, it was not provided by the complainant; therefore, the exp date is na.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with unknown medical condition. Approximately four years and seven months post filter deployment, it was alleged that the filter was migrated. It was further reported that patient was diagnosed with pulmonary embolism post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.